Manufacturer narrative:
The catalog number identified has not been cleared in the us but is similar to the powerport isp m.r.I. Implantable port, chronoflex single-lumen, 6f products that are cleared in the us. The pro code and 510 k number for the powerport isp m.r.I. Implantable port, chronoflex single-lumen, 6f products are identified in common device name and PMA/501k. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiration date: 04/2022).

Event description:
It was reported that one year six months and twenty-eight post port placement through right jugular vein, the port allegedly had leakage. It was further reported that the catheter was allegedly kinked. Reportedly, the port system was removed and the procedure completed by replacing another new device through left subclavian vein. There was no reported patient injury.

Manufacturer narrative:
The catalog number identified in section d4 has not been cleared in the us but is similar to the powerport isp m.r.I. Implantable port, chronoflex single-lumen, 6f products that are cleared in the us. The pro code and 510 k number for the powerport isp m.r.I. Implantable port, chronoflex single-lumen, 6f products are identified in d2 and g4. Manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one powerport MRI implantable port attached to a catheter was returned for evaluation. Gross visual, microscopic, tactile and functional evaluations were performed. A split was noted on the attached catheter and upon infusion, a leak was observed from the proximal end of the catheter. Kinks were noted throughout the attached catheter. Therefore the investigation is confirmed for the reported fluid leak, deformation and identified catheter fracture issues. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. D4 (expiration date: 04/2022). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that one year six months and twenty-eight post port placement through right jugular vein, the port allegedly had leakage. It was further reported that the catheter was allegedly kinked. Reportedly, the port system was removed and the procedure completed by replacing another new device through left subclavian vein. There was no reported patient injury.